Manufacturer narrative:
Model number/catalog number 72404310, serial number (B)(4), batch/lot number 944476004, gtin (B)(4), model/catalog description pump ms, expiration date 07/13/2020. Manufacturer date 07/22/2015. Model number/catalog number 72404161, serial number (B)(4), batch/lot number 942347005, gtin (B)(4), model/catalog description reservoir 65ml pc, expiration date 07/13/2020. Manufacturer date 07/22/2015.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to broken tubing between cylinder and reservoir. A new inflatable penile prosthesis consisting of 15cm x 12 mm cylinders, pump, and reservoir were implanted and the event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device information: model number/catalog number: 72404310, serial number: (B)(4), batch/lot number: 944476004, gtin: (B)(4), model/catalog description: pump ms, expiration date 07/13/2020. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A leak was confirmed at the cylinder tubing-strain relief junction due to fatigue. There was also avulsion on the pump. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device information: model number/catalog number: 72404161, serial number: (B)(4), batch/lot number: 942347005, gtin: (B)(4), model/catalog description: reservoir 65ml pc, expiration date: 07/13/2020. Manufacturer date: 07/22/2015. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to broken tubing between cylinder and reservoir. A new inflatable penile prosthesis consisting of 15cm x 12 mm cylinders, pump, and reservoir were implanted and the event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.